Event description:
During a cholecystectomy laparoscopic procedure, the surgeon was using the device to clip the blood vessel of the gall bladder. The device clasped the blood vessel. After multiple attempts to release, the weck unlocked. No patient harm.